Event description:
The customer reported that the system had blank images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor and display adaptor boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.